Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and it incorrectly showed that the patient was in ventricular tachycardia (v-tach). As a result, the wrong defibrillation therapy may have been delivered to the patient. The customer recognized the issue and did not deliver a shock to the patient. The customer confirmed that there were no adverse effects to the patient as a result of the reported issue. No further patient information has been provided by the customer.